Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a radial tear in the capsulorhexis that occurred during hydrodissection in the patient's right eye. This tear was reported to be sub-incisional in location. The doctor was unable to verify what caused the tear. The case was completed successfully.